Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concomitant products included acetylsalicylic acid;ascorbic acid (midol c) since (B)(6)2012, acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since (B)(6)2014, ibuprofen since (B)(6)2011 and paracetamol (tylenol) since (B)(6)2011. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6)2011, the patient experienced dysgeusia ("metallic taste in mouth") and tooth disorder ("dental problems"). In (B)(6)2011, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and feeling abnormal ("brain fog"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced migraine ("migraines / migraine headache") and headache ("headaches"). In (B)(6)2014, the patient experienced depression ("depression,") and anxiety ("anxiety"). In (B)(6)2016, the patient was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and arthralgia ("joint aches"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal discharge, mood swings, feeling abnormal, dysgeusia, urinary tract infection, migraine, headache, tooth disorder, depression, anxiety, weight decreased, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the patient did not have her essure removed nor is currently planning for removal. Current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received. Events added from pfs- vaginal discharge, did not undergo confirmation test. Onset date of event vaginal haemorrhage, menorrhagia, dysgeusia, dyspareunia, dysmenorrhoea, feeling abnormal, mood swings, urinary tract infection, migraine, headache, anxiety, depression, abdominal pain, back pain, alopecia, weight decreased were added. Medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("brain fog"), dysgeusia ("metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), depression ("depression,"), anxiety ("anxiety"), alopecia ("hair loss") and arthralgia ("joint aches") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, mood swings, feeling abnormal, dysgeusia, urinary tract infection, migraine, headache, tooth disorder, depression, anxiety, weight decreased, alopecia and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, uterine infection, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: the patient did not have her essure removed nor is currently planning for removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: reporter and patient demographics were added. Suspect drug indication updated. Event injury replaced with valid and new events - hormonal changes describe: mood swings, brain fog, vaginal bleeding, menorrhagia, metallic taste in mouth, infection (bladder/ urinary tract/vaginal) type: uti, infection (other) describe: uterine, migraines, headaches, dental problems, depression, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, hair loss, abdominal pain, pelvic pain, back pain and joint aches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.